Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 16-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), musculoskeletal pain ("joint and muscle pain"), muscular weakness ("muscle weakness"), muscle spasms ("cramps all over my body"), electric shock ("electric shock"), fatigue ("exhaustion"), presyncope ("vasovagal episode"), abdominal distension ("bloating"), dyspepsia ("digestive problem"), diarrhoea ("diarrhoea"), constipation ("constipation"), vertigo ("vertigo"), oropharyngeal pain ("throat pain without sore throat"), ear pain ("ear pain without otitis"), tinnitus ("tinnitus") and swelling face ("facial swelling"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, musculoskeletal pain, muscular weakness, muscle spasms, electric shock, fatigue, presyncope, abdominal distension, dyspepsia, diarrhoea, constipation, vertigo, oropharyngeal pain, ear pain, tinnitus and swelling face outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, constipation, diarrhoea, dyspepsia, ear pain, electric shock, fatigue, muscle spasms, muscular weakness, musculoskeletal pain, oropharyngeal pain, presyncope, swelling face, tinnitus and vertigo with essure. The reporter commented: essure insertion in (B)(6) 2011. Current status: since late 2011/early 2012, I have being followed for multiple and debilitating symptoms on a daily basis, all this without finding the cause despite various studies (doctor, cardiologist, neurologist, magnetic resonance imaging, computed tomography scan, etc.). Essure was removed in 2020. Diagnostic results (normal ranges are provided in parenthesis if available): cardiovascular evaluation - on an unknown date: cause for symptoms not found. Computerised tomogram - on an unknown date: cause for symptoms not found. Magnetic resonance imaging - on an unknown date: cause for symptoms not found. Neurological examination - on an unknown date: cause for symptoms not found. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 16-oct-2020. The most recent information was received on 23-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), musculoskeletal pain ("joint and muscle pain"), muscular weakness ("muscle weakness"), muscle spasms ("cramps all over my body"), electric shock ("electric shock"), fatigue ("exhaustion"), presyncope ("vasovagal episode"), abdominal distension ("bloating"), dyspepsia ("digestive problem"), diarrhoea ("diarrhoea"), constipation ("constipation"), vertigo ("vertigo"), oropharyngeal pain ("throat pain without sore throat"), ear pain ("ear pain without otitis"), tinnitus ("tinnitus") and swelling face ("facial swelling"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, musculoskeletal pain, muscular weakness, muscle spasms, electric shock, fatigue, presyncope, abdominal distension, dyspepsia, diarrhoea, constipation, vertigo, oropharyngeal pain, ear pain, tinnitus and swelling face outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, constipation, diarrhoea, dyspepsia, ear pain, electric shock, fatigue, muscle spasms, muscular weakness, musculoskeletal pain, oropharyngeal pain, presyncope, swelling face, tinnitus and vertigo with essure. The reporter commented: essure insertion in (B)(6) 2011. Current status: since late 2011/early 2012, I have being followed for multiple and debilitating symptoms on a daily basis, all this without finding the cause despite various studies (doctor, cardiologist, neurologist, magnetic resonance imaging, computed tomography scan, etc.). Essure was removed in 2020 diagnostic results (normal ranges are provided in parenthesis if available): cardiovascular evaluation - on an unknown date: cause for symptoms not found. Computerised tomogram - on an unknown date: cause for symptoms not found. Magnetic resonance imaging - on an unknown date: cause for symptoms not found. Neurological examination - on an unknown date: cause for symptoms not found. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.